Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was supposed to undergo a device revision procedure due to confirmed premature battery depletion, but this procedure was cancelled due to anesthetic cover. The physician kept the patient hospitalized due to the percentage of battery remaining, which was 7%. An x-ray was performed, as well, and the lateral x-ray shows about one inch of fat adipose tissue under the coil of the electrode. Additionally, it was mentioned that the device recorded an elevated, but still in-range shock impedance measurements of 145 and 165 ohms. Recently, the s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted system is retained by the healthcare facility and will not be returned for evaluation.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was supposed to undergo a device revision procedure due to confirmed premature battery depletion, but this procedure was cancelled due to anesthetic cover. The physician kept the patient hospitalized due to the percentage of battery remaining, which was 7%. An x-ray was performed, as well, and the lateral x-ray shows about one inch of fat adipose tissue under the coil of the electrode. Additionally, it was mentioned that the device recorded an elevated, but still in-range shock impedance measurements of 145 and 165 ohms. The electrode is also expected to be revised when the device replacement takes place. The s-ICD system remains in service. No additional adverse patient effects were reported.